Event description:
A phone call was made to the customer in order to follow up on a previous call she had made for high blood glucose levels. The customer stated that she went to the emergency room due to diabetic ketoacidosis. The customer did not know what the blood glucose reading was at the time. The customer was told that she had an infection that contributed to the elevated blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.